Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sesr01 implantable pulse generator (ipg), (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced syncope and fell and injured their head. Pacing failure was noted on the electrocardiogram. It was found that the right atrial (ra) lead pacing threshold was higher than the device output. The output was increased and medications were also adjusted. The ra threshold had decreased when checked a week later. It was determined that the increased threshold was due to the medication. The ra lead remains in use. No further patient complications have been reported as a result of this event.